Event description:
It was reported, that the sensor deployed on its own. Data was received, but will not be investigated. As it will not confirm, the allegation or determine a probable cause. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).